Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnoses: lumbar disk degeneration, l3- l4 and l4-l5 with previous surgery at l4-l5. For which, patient underwent following procedures: anterior lumbar interbody fusion, l3-l4 and l4-l5, using synfix cages packed with bone morphogenic protein, removal of pedicle screws l4-5. As per op notes, a lordotic 12 degree x 12 mm high synfix cage was packed with three bmp sponges placed and confirmed fluoroscopically to be in good position, anchoring it with 25 mm screws at both l4 and l5. The l3-l4 level was done using the same technique. At this level, surgeon placed a synfix 12 mm cage with 8 degrees of lordosis, also packed with three bmp sponges and anchored also with 25 mm screws. At completion, ap and lateral fluoroscopy showed excellent position of hardware. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.